Manufacturer narrative:
Philips service replaced the defective 24v power supply and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to power up due to defective 24v power supply on a allura xper fd20/10. The clinical use of the system was unknown. There was no reported patient or user harm.